Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of touch contamination and peritonitis with culture positive for (B)(6) in a female patient (born in 2008). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique / touch contamination which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis (discharge date (B)(6) 2012). The hp was treated with vancomycin 180mg nightly ip for two weeks. The hp is reportedly recovered from the peritonitis. Retraining on proper aseptic technique was performed with the caregiver upon discharge of the hp from the hospital per facility protocol. The cause of the peritonitis is confirmed as touch contamination and was in no way related to baxter solutions, disposables or hardware. No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.